Manufacturer narrative:
A partial lead with the connector portion was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed episodes of non-sustained right ventricular oversensing episodes due to t-wave oversensing. Review of the electrogram indicated presence of lead noise. The lead was also reported damaged. It is suspected there was a lead issue that was exposed at the time of an unrelated generator changeout. The lead was capped and replaced. The patient condition is stable before during and after the procedure.